Event description:
The manufacturer received information alleging a ventilator displayed a "circuit disconnect" alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a sensor board needed to be replaced to address thermal damage observed by the technician. The sensor board was not replaced. The device was recalibrated to address the issue.